Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported medical event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level was greater than 1000 mg/dl during an undisclosed time of wearing the pod. The patient reported they had been vomiting, and during the night, a family member found them unconscious, and 911 was called. The patient was taken to the hospital on (B)(6) 2025, where they were admitted for 6 days. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids and insulin. The patient has no further details related to the medical event as they were unconscious at the time. The patient was discharged from the hospital on (B)(6) 2025.